Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed a kink in the imaging window assembly at 0.8 cm from the distal tip end. Traces of blood was also seen inside the imaging window. An open hole was observed at the imaging window assembly at 0.8 cm from the distal tip end. Fluid was leaking from the open hole in imaging window assembly when the catheter was flushed. During image characterization testing in the roller coaster model, a good square image appeared in the system and the product performed within specification. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on the device analysis completed on (B)(4) 2014. It was reported that a bent in the catheter occurred . The target lesion was located in the foramen ovale. While unpacking the ultra ice¿ imaging catheter which will be used in order to visualize the target lesion, it was noted that the device had already been bent. The procedure was then completed using another of the same device. No patient complications were reported and the patient's status is good. However, returned device analysis revealed an open hole at the imaging window assembly.